Event description:
It was reported that the patient presented for bedside swan-ganz catheter placement. During the procedure, it was noted that the right atrial lead had dislodged resulted in loss of sensing and loss of capture. Chest x-ray and fluoroscopy confirmed lead dislodgement, with the lead observed hanging in the inferior vena cava (ivc). The lead was explanted and replaced. The patient was in a stable condition.